Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiration date: 10/2021).

Event description:
It was reported that some time post port placement, the patient experienced pain and swelling. It was further reported that an alleged subcutaneous leakage was identified near the port site. Reportedly, the device was removed and replaced. There was no reported patient injury post removal and replacement of the device.

Event description:
It was reported that some time post port placement, the patient allegedly experienced pain and swelling, however, no treatment was provided to treat the symptoms. Reportedly, an alleged subcutaneous leak was identified. It was further reported that the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with groshong catheter was returned for evaluation. Visual and functional evaluations were performed. The investigation is inconclusive for subcutaneous leakage, as the port body and catheter were patent to infusion and aspiration and infusion with no leaks observed, but certain clinical conditions not reproducible in the laboratory setting may contribute to such an event. Although a definitive root cause could not be determined, fibrin sheath formation or catheter malposition resulting in redirection of flow of infusate could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Patient code + description ) (results and conclusion). (Expiration date: 10/2021).